Event description:
The customer reported an intermittent failure to discharge via internal paddles. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported, an intermittent failure to discharge via internal paddles. There was no report of pt involvement or negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.